Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test alarm. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Insulin pump did not alarm replace battery now. After inserting new battery, the issue still occurred. The battery was room temperature. Customer was advised to discontinue from the pump per healthcare provider instructions. Customer has not tried to replace battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert, no failed battery test alarm and no weak battery alarm noted during test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.